Manufacturer narrative:
On (B)(6) 2016, fse was dispatched and checked and cleaned the sorter and then performed tip adjustments to the tip pick up lane. After the adjustments, the fse cleaned the suction pad for the cup sorter and then ran the pick up test by using a macro. The aia-2000st was functioning as intended as all cups were picked up and all errors cleared. The customer ran daily quality control (qc) checks and all were within range. No further action required by field service. The probable cause of the event, was sorter alignment/suction pad failure. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh tcorporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016 , a customer reported on the aia-2000st, a sorter cup pickup failure error 2204. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.